Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer received a user facility report from the intermacs registry indicating pump failure as indicated by abnormal ramp study. Right heart catheterization with low cardiac index, high pulmonary capillary wedge pressure (pcwp), and pulmonary hypertension. Primary cause of death was reported as device malfunction. Additional information provided by the hospital indicated that the patient expired due to multi-organ failure. Pump thrombosis was suspected. The patient's family did not want an autopsy.

Manufacturer narrative:
The attached (B)(4) was received from the intermacs registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.